Event description:
It was reported that during an unknown procedure, clip comes loose/does not close properly and therefore slides off. New device used to complete the procedure. Delayed procedure 5 minutes. No patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 9/18/2024 b3: unknown, assumed first day of the year the complaint was reported d4: batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "how did device not work? The clip comes loose/does not close properly and therefore slides off. Did device drop or eject clips? N/a, see above. Did device sideways feed clips? N/a, see above. Did device fire malformed clips? Clips didn't properly close. Did device fire scissored clips? N/a, see above were the clips applied on tissue and they would not hold? N/a, see above if other please specify". Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 10/22/2024. Additional information was requested and the following was obtained: "when did the even occur (pre-op/intra-op/post-op)? Intra-op". "How did device not work? The clip comes loose/does not close properly and therefore slides off. Did device drop or eject clips? N/a. Did device sideways feed clips? N/a. Did device fire malformed clips? Clips didn't properly close. Did device fire scissored clips? N/a. Were the clips applied on tissue and they would not hold? N/a, see above if other please specify". "How did device not work? The clip comes loose/does not close properly and therefore slides off. No further information available".